Event description:
Patient was seen in outpatient clinic on 3/16/94. Catheter site care was performed w/o any leaking noted. On 3/17/94 patient noted fluid saturating dressing upon initiating vancomycin infusion. Leak was found approximately one inch bcelow the hub. Catheter was removed from the left basilec vein w/o difficulty.